Event description:
Turkey: Allegedly, after implantation, wound dehiscence and implant extrusion were observed, leading to the discovery of a rupture of the implant shell. (SN: (b)(6)).

Manufacturer narrative:
Establishment Labs has not received the unit involved for analysis yet. However, the following information has been reviewed:DFU revision:The instructions for use in the Directions for Use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows:¿Breast implants can potentially remain intact for decades in the body, but all such devices will fail at some point. Breast implants rupture occur when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is most likely to occur; the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress, and weakening during implantation, age and design of the implant, submuscular rather than sub-glandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture¿."Extrusion: Breast-implant extrusion, or breast implant exposure, occurs when the breast skin and tissues that are holding the implant fail, causing the implant to protrude through the skin and become exposed. It¿happens¿in¿less¿than¿2%¿of¿patients;¿it¿is¿shortly¿after¿breast¿augmentation¿or¿down¿the¿road.¿Breastimplant extrusion can occur for various reasons, such as improper wound healing due to an infection, trauma,¿too¿little¿soft-tissue¿coverage,¿oversized¿implant¿coupled¿with¿too¿little¿tissue¿coverage,¿or¿lack¿of¿blood supply. Breast-implant extrusion calls for surgery and removal of the implant."Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product DFU included with the implant, as stated above. As stated in the literature, ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (Handel, García and Winxtrom, 2013. Breast Implant Rupture: Causes, Incidence, Clinical Impact, and Management. Plast. Reconstr. Surg. 132: 1128.)Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time.